Event description:
It was reported that during the implant procedure, the low-voltage pacing lead was placed, however, undefined impedance was observed and pacing could not be done. Four different locations were tried, however, the same observations were noted. The intravenous lead was replaced with an epicardial lead implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.